Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer reported since installing a new cell-dyn sapphire hemoglobin syringe on the cell-dyn sapphire analyzer, the customer observed "fail to home" error messages. The customer stated the error was generated 9 times over a short period of time. The customer replaced the syringe with the original syringe and no further problems were observed. The customer inspected the syringe that produced the "fail to home" error message and reported the syringe plunger was very stiff to move. It is unk if there was impact to pt management.

Manufacturer narrative:
(B)(4). This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. Concomitant medical products: cell-dyn sapphire hemoglobin syringe. List # 8h49-02. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by (B)(4) to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by (B)(4) and released for distribution on (B)(4) 2009.